Manufacturer narrative:
B5: the surgeon requested a vector analysis for a refractive surprise. Claim # (B)(4).

Manufacturer narrative:
A2: unk a3: unk a4: unk a5: unk a6: unk b3: unk d4: expiration date unk d6a: unk d6b: unk h4: unk claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl into the patients right eye (od). The surgeon requested a vector analysis for lens rotation. The lens remained implanted. Additional information has been requested but none has been forthcoming.